Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiia and complete component separation, and secondary procedure reline with two infrarenal cuff. Additionally there was evidence to reasonably support the following observation; at implant left axillary artery dissection, a non-endologix stent placed at implant, intraoperative suprarenal cuff migration of 1cm, left arm weakness/numbness, aneurysm enlargement at 60 month post implant, and right common femoral artery endarterectomy. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the implant separation and loss of seal could not be determined due to a lack of medical imaging surrounding the event. However, the off-label bilateral renal artery snorkel procedure likely contributed. Unable to determine anatomy related and cautionary product use conditions. Associated clinical harms for this device failure included: type iiia endoleak, aneurysm enlargement, and a secondary endovascular procedure. Procedure related harms included: additional surgical procedure (endarterectomy). At the index procedure, the likely cause of the intraoperative migration of the suprarenal cuff was related to the ballooning of the cuff around the bilateral renal artery snorkels. Unable to determine off label or cautionary product use conditions. Associated clinical harms for this event included: no known impact. Additionally, procedure related harms included: left axillary artery dissection and subsequent left arm neurologic dysfunction. The final patient disposition was discharged post-operative day four in good condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced by (B)(4). Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
An afx bifurcated and two (2) suprarenal aortic extensions we implanted to treat an abdominal aortic aneurysm. The patient returned for routine follow-up approximately 5 years post-op showing evidence of a type iiia endoleak due to separation of the proximal aortic extension and the bifurcated stent graft. There were no known patient symptoms. A secondary was performed on (B)(6) 2017 to place two (2) additional suprarenal aortic extensions successfully resolving the endoleak. The patient was reported as stable at the conclusion of the secondary, with no additional sequelae reported.